Event description:
During cardiac surgery, pt had clips posed on a collateral venous graph, alleged to have been weck closure systems horizon titanium clips, catalog number 002200. The clips were alleged to have been applied using horizon ligating clip appliers, catalog number 237081; specific lot number unknown. The clips dropped off three times during the surgical procedure. The pt was taken to the post-operating room and six hours later pt was dead showing acute hemorrhage. No autopsy was performed.